Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 17139931 / 17139931 / 17139931, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 16560715 / 16560716, model/catalog description: linear st lead kit 70 cm.,

Event description:
A report was received that the patients leads appeared to be fractured and that the contacts were broken.